Event description:
Device 3 of 3. Ref MFR report: 1627487-2013-10286 and -10287. It was reported the pt's scs system was no longer working for her and was subsequently explanted. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.